Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced.